Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using the replacement wall adapter and cable. Customer¿s blood glucose was 196 mg/dl.